Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen was scratched making it difficult to read and received an error code. The customer's blood glucose level was unknown. The customer reported that the battery life had diminished and rewind was slower than it had in the past. Troubleshooting declined with the technical support. The device will not be returned for analysis.